Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 170 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or moisture damage was noted on the electronic assembly or motor. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.